Event description:
It was reported to a bsc rep that an fcr checked the device on friday (B)(6) 2012 afternoon and the lv lead was no longer in the left ventricle which was causing the spasms. His lv lead was turned off and he will be scheduled for lead revision soon. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).